Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during implant testing, the device interrogation did not get the shock impedance information. Technical services reviewed downloaded data and confirmed his is was due to a loss of telemetry. Another attempt yielded and impedance of 65 ohms. There was no impact on therapy. The device remains implanted. There were no adverse patient effects.